Event description:
The device was tested and a ventriculoperitoneal shunt placed. Intraoperatively the device did not work. The implant was removed and replaced by another brand imnplant with the same specifications, which worked satisfactorily.